Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device u2407009 number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable, connector and pins are in good condition. No other anomalies were noted. The device was connected to a test generator and it was immediately recognized. The device was activated for one minute on ablation and coagulation. The device worked as intended. The device will be sent to the manufacturer for suction testing and further analysis. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was returned in its original packaging. Tip condition is used; active tip is also heavily eroded. Tissue debris inside the active tip. Handle assembly condition is used, procedural residue visible in suction tube. Cable and plug assembly condition is used, no misuse. Suction tube has been cut off. During our investigation, the initial hipot electrical check failed. The distal tip was cleaned and the device retested. The device then passed the hipot electrical check successfully. The initial hipot fail is likely due to tissue debris inside and around the active tip. Finally, the device passed both electrical and functional checks with no further observations noted. The device in question performed as expected. The customer fault regarding the suction issue couldn't be replicated. Device is passing the suction flow rate within the specification limits. The complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained device issue. Based on the findings, a potential cause for the suction issue cannot be established since the device passed the suction functional test. The potential cause for the hipot electrical fail is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter's complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair surgery, it was observed that the vapr s90 4.0mm w/integr hdp device could not suction. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.